Event description:
The patient underwent a permanent implant procedure on (B)(6) 2012 and received two percutaneous leads from the same lot. It was reported the physician suspected a dural puncture occurred during the procedure as the patient complained of headaches postoperative. The patient was admitted to the hospital on (B)(6) 2013 for treatment of the headaches. A blood patch allegedly was not performed. Follow-up indicated the symptoms had resolved and the patient's system remains implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.